Event description:
(B)(4).

Manufacturer narrative:
The review of the prismaflex m100 set complaint history files and device history record for lot number 14f1305g shows that no other complaint and one mfg nonconformity was recorded regarding this lot number and it was unrelated to the reported event. The involved sample was discarded by the user and therefore not available for inspection. The customer routinely uses a medplus one-way valve between the heparin line on the crrt circuit and the heparin syringe which is considered off label use. The root cause of the reported event remains unk.